Manufacturer narrative:
Initial report ref to natus complaint # (B)(4) the lot# information for the product was not provided. No associated capas. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-inoperable" complaints within the past two years. 7,339 nt821707 units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 05), identifies the hazard situation as "3.6 tuohy needle does not penetrate skin to access lumbar spine to guide catheter." The risk level is considered low. Based on complaint of "difficulty placing lumbar drain" this determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation. Feedback from customer indicated the tip of the 9cm tuohy needle in the kit may get dulled or curl backwards when placing the drain. Customer indicated this only occurs with several contact of bone and does not occur with more "straightforward" placements. No other complaints have been recorded for this issue. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821707 - challenging lumbar drain placement. The tip of the 9cm tuohy needle in the kit may get dulled or curl backwards when placing the drain. No injuries.